Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. It was also noted that the overlay tubing of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.